Event description:
A report was received that the patient is unable to communicate with her implant. It was determined that the ipg may have been damaged due to electrocutery used in a previous revision. The physician has decided to replace the entire system as the patient's lead has migrated. A date for the revision has not been scheduled.